Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported multi system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The patient also had chronic driveline infections.

Manufacturer narrative:
B5: onset date for the chronic infection is covered in MFR 2916596-2023-05632. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.